Event description:
It was reported that the hand piece displaed an error 4 over tempereture error when tested with a test strip in biomed service mode. No pt involvement occurred.

Manufacturer narrative:
Info not available, device not returned for analysis.